Event description:
An altitude alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as the caller declined to provide the value. Technical support offered advice on preventing altitude alarms, which the customer understood, and the customer was able to resume insulin delivery using the original cartridge without needing a replacement.